Event description:
During a lap gastric bypass procedure, the device did not operate through most of the case, failed after minimal use. Rep reconnected and retorqued and cleaned in saline and it would still fail out without error code. Case completed with another device of the same product code. No patient consequence.